Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, during the procedure, ventricular fibrillation (vf) occurred followed by a decrease in blood pressure. The blood pressure increased and vf improved but heart block occurred. Continuous pacing was provided. Following the valve implant, severe paravalvular leak (pvl) developed and the blood pressure dropped. A post-implant balloon aortic valvuloplasty (bav) was performed. While setting up percutaneous cardiopulmonary support (pcps), the patient developed vf and ventricular tachycardia (vt). After introducing the pcps, the blood pressure increased. After monitoring the condition, the patient was weaned from the pcps and remained under observation. Two days post-implant, a permanent pacemaker was implanted. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.